Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an unresponsive act button and an unresponsive up arrow button due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window through reservoir tube and cracked battery tube threads. The rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests could not be performed due to the unresponsive buttons.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Blood glucose level was 289 mg/dl at the time of the call. Customer stated that the first button error alarm occurred approximately one month ago. Customer stated that since that time, they have been off of the insulin pump and injecting manually. Customer believes that this is the reason for their high blood glucose levels. No further information was provided.